Event description:
It was reported that the user experienced persistent high glucose after breakfast while using the ilet with an inset 6 mm/23 in infusion set and a dexcom g7. No device alarms were reported other than high glucose. The user was advised to replace the infusion set and move the infusion site away from areas of scar tissue. After the infusion set change, glucose levels were reported to begin trending downward; however, a subsequent glucose reading of 370 mg/dl was reported, with a possible contribution from ice cream intake, followed by nocturnal glucose fluctuations. Reported symptoms included hyperglycemia and subsequent low glucose episodes. The outcomes of the event included user and caregiver education, correction dosing, infusion set replacement, guidance on site rotation, and continued monitoring, with no hospitalization reported. The investigation included a user interview, troubleshooting, and education regarding low glucose treatment using 10¿15 grams of carbohydrates with reassessment after 15 minutes. Investigation of the case revealed no visible kinking or leakage of the removed infusion set and suggested variable insulin absorption related to scar tissue and potential dietary factors, with no confirmed device malfunction identified. Based on previously established findings for similar reports, the cause was concluded to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.